Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed capturing problem and sensing problem on the pacemaker. No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes the patient did not present in clinic. Further information was not available at this time.